Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Complaints and post market surveillance data is continuously monitored and should the current trend change, this will be identified and actioned accordingly. Continue to monitor via sep-419. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the impactor has a cracked.